Event description:
The customer had low bgs. Instructed the customer to take fast acting glucose source. During the call the customer indicated that they were hospitalized for low bgs and troubleshooting was not performed.